Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 41-year-old male patient undergoing a physical examination. Since the result was not consistent with the patient¿s clinical presentation, the sample was repeated and similar result was obtained. The sample was also tested at another hospital with an architect i2000sr processing module and the result was still elevated. The customer tested the sample on the roche platform and the result was within the roche¿s normal range. The following data was provided: customer¿s normal range: 0 to 34.2 pg/ml initial result = 3065.9 pg/ml; repeat result = 2961.5 pg/ml result from another hospital ((B)(6)) = 2870.4 ng/l roche platform result = 3 ng/l (within roche¿s normal range) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 52314ud01 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 52314ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 52314ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a 41-year-old male patient undergoing a physical examination. Since the result was not consistent with the patient¿s clinical presentation, the sample was repeated and similar result was obtained. The sample was also tested at another hospital with an architect i2000sr processing module and the result was still elevated. The customer tested the sample on the roche platform and the result was within the roche¿s normal range. The following data was provided: customer¿s normal range: 0 to 34.2 pg/ml initial result = 3065.9 pg/ml; repeat result = 2961.5 pg/ml result from another hospital (isr63817) = 2870.4 ng/l roche platform result = 3 ng/l (within roche¿s normal range) no impact to patient management was reported.

Manufacturer narrative:
Section e1 - facility name: (B)(6). Section e1 - address 1: (B)(6) this report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-74, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.